Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal iq feature did not suspend insulin when expected. Additionally, the customer experienced low blood glucose (bg) of 50mg/dl, cause was unknown. Carbohydrates were consumed and pump settings were adjusted to treat bg level. Reportedly, the customer met with healthcare provider and the issue had resolved.